Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data synchronization warning indicated a failure to update statistics for the device. A technical support specialist (tss) stopped the bd datasynchronization and bd maintenance, and a full backup of the station database was successfully created per knowledge article "how to create a station database backup" and saved to d:\temp\dsclientoltp.bak. The required services were then restarted, and a full synchronization was performed without dropping the database. Updated data synchronization debug logs were retrieved post-synchronization, and the station appeared to be functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fatal error when users click my patient after replacement of all in one (aio). However, there were no delays or adverse events or injuries reported based on this event.